Manufacturer narrative:
The insulin pump was received with no down button response due to corroded down keypad trace. No button error alarm noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm. The insulin pump was returned for analysis.